Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had received motor error and motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. The customer declined troubleshooting for motor position encoder error. Customer was able to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.